Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing and low morphology measurements. The patient was hospitalized and the s-ICD was deactivated for the time being. The s-ICD remains implanted and there were no additional adverse patient effects were reported.